Manufacturer narrative:
Age: early (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during first inflation at 2 atmospheres, the balloon ruptured. The balloon was removed over the wire. The procedure was completed with a different device. No patient complications were reported and the patient was fine.